Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic valve endocariditis (pve). It was also reported that there was no device malfunction. Per the op report, pve was evidenced by transesophageal echocardiogram. The patient also had positive blood cultures. Upon inspection, the prosthetic valve was obviously infected with vegetations on the leaflets and also debris in the subannular apparatus. All debris and vegetation were removed. The remaining annulus were radically debrided removing pledget materials and finding the perianal abscess, involving the inter-ventricular septum just underneath the right coronary cusp. A patch was sewn inferiorly to the edge of the left ventricular outflow tract and was then brought anteriorly up to the aortic wall where it was sewn in place with a running suture. A new edwards bioprosthetic valve was implanted. The patient was noted to have tolerated the procedure.

Manufacturer narrative:
(B)(4) - vegetations. Device not returned. Additional manufacturer narrative: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the root cause of this event cannot be confirmed since the valve was not returned for analysis. However, the surgeon has indicated that there was no device malfunction in this case. No further actions are possible with the available information.